Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe was leaking during the rinse cycle. The fse stated the tubing between vacuum isolation chamber (vic) and waste had become clogged. The fse replaced the vacuum isolation chamber (vic) and cleaned the waste tubing, resolving the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 2 ml of diluent leaked from the probe of the coulter ac·t diff 2 analyzer. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.